Event description:
It was reported to boston scientific that after using a hyrdothermablator procedure set, the nurse brought the patient back to recovery. When doing so she noticed that the patient had a burn on her inner thigh. The burn was approximately 8 to 10 inches long and about 1 to 1 1/2 inches wide, from the tubing. There was slight blistering. It was 2nd degree, external only, and treated with silvadene cream. The physician sent the patient home and requested that she follow up with her regular doctor. The patient's condition was noted as stable. At the two week follow up visit, it was almost healed.

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.